Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo. Initially, it was reported that the tip of the vizigo sheath "mushroomed". The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. With the initial information available, this event was assessed as non MDR reportable. However, on 02-apr-2025, additional information was received which indicated that the issue was identified during transseptal. Therefore, the event was re-assessed as MDR reportable with an awareness date of 02-apr-2025. It was also clarified that by ¿mushroomed¿, they meant that the soft tip was folded back on itself. The doctor noticed the mushroomed issue when he could not get across the transseptal smoothly. There was resistance during the transseptal puncture.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and dimensional inspections of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. The device's outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number 00002769 and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).